Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 205mg/dl at the time of the incident. The customer states every time they press a button the display goes blank. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display and constant tone due to moisture damage on the electronics assembly. The device was unable to perform all functional testing including the operating currents, a 21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test nor verify button keypad anomaly due to blank display. The device was received with moisture damage motor, vibrator, keypad and battery tube assembly.